Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they had low blood glucose value. Customer's blood glucose value had been dipping in the range of 30mg/dl and upon waking up it was 38mg/dl to 40mg/dl. Customer had been treating the low blood glucose value with carbs and the pump was suspended a couple of times. Customer declined to troubleshoot the pump. Insulin pump will not be returned for analysis.